Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customers current blood glucose level was 45 mg/dl. Customer did not note any symptoms, but treated the hypoglycemia while the low blood glucose was being treated it with food and juice. The customer's blood glucose was 59 mg/dl at the time of call. Customer needed help assisting her alarm settings, because she got very low and did not receive an alarm. Customer was assisted with changing the settings, and no longer needed troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.